Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer was a new pump user, and called tandem technical support for assistance with inputting the carbohydrates value into the bolus feature of the pump. Reportedly, the customer attempted to enter a value of 13.7 grams and a bg value of 256 (mg/dl). Tandem technical support informed the customer grams could only be entered as a whole number. The customer understood the information provided. The customer's blood glucose level was reported to be 256 mg/dl, which was addressed with a correction bolus via the insulin pump. Reportedly, the customer misunderstood the information during training, and required no further assistance.